Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using ruby coils. During the procedure, while attempting to advance a ruby coil through a lantern delivery microcatheter (lantern), the physician experienced resistance and the ruby coil would not advance through the lantern. It was reported that the ruby coil kept stopping at the same point in the lantern. Therefore, the ruby coil was removed and the procedure was completed using additional ruby coils and the same lantern. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain continuous flush; however, manual flush was performed after every coil insertion. There was no report of an adverse effect to the patient.